Event description:
As reported by a field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure for a 26 mm sapien 3 (s3) valve in the aortic position via transfemoral approach, a certitude delivery system was used to deliver the valve. However, the s3 valve embolized aortic during balloon inflation/delivery. The balloon delivered the inflow of the valve and forced the balloon to inflate proximal to the valve. Surgery was required to remove the certitude system with valve. A surgical aortic valve was implanted to complete the procedure. The patient was discharged home.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes, investigation findings and investigation conclusions. Added new information to h.6 type of investigation and health effect - clinical code. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: fluoroscopic imagery shows system in the tao approach with valve not aligned between two shoulders of certitude delivery system. Deployment of non-centered valve leading to irregular expansion of thv and moved proximally on inflation balloon. Attempted withdrawal of ds through partially deployed valve. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation was not performed device history record (DHR) review was not performed as a lot number was not provided. The instructions were reviewed instruction for use (IFU) for IFU for certitude delivery system, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system insertion through sheath. Advance the thv and delivery system through the sheath into the native valve. Use pigtail to identify the level of the aortic annulus. Resistance during tracking, prior to reaching native annulus, may indicate entanglement in mitral chordae. High push force through the sheath may be experienced. Use short movements when advancing delivery system. For delivery system removal & closure, be sure balloon is completely deflated and un-flexed prior to removal. Retract balloon into sheath. Detach the loader from the sheath. Remove the delivery system and loader from sheath. Perform a supra-aortic angiogram to evaluate device performance and coronary patency. Use standard aortic closure techniques. There were no IFU/training deficiencies were identified. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet as a potential cause that may lead to procedural delay. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to introduce and navigate catheter through native anatomy. The benefits of the device outweigh the risks associated with the difficulty or inability to introduce the delivery system and advance through sheath, resulting in procedural delay. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty advancing through sheath, thv moves on balloon and difficulty or inability to withdraw system from deployed valve was confirmed based on review of returned imagery. Due to lack of lot number, DHR and lot history review were unable to be performed. A review of complaint history supports that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Case notes mentioned that during the insertion of the delivery system through sheath, "the insertion force was mildly forceful". Per the training manual, high push force through the sheath may be experienced. Use short movements when advancing delivery system. Procedural factors such as high insertion angle, improper crimping, and/or improper flushing can contribute to the reported resistance felt by the operator as the delivery system was advanced through sheath. Per complaint description, a certitude delivery system was used to deliver the valve. However, the s3 valve embolized aortic during balloon inflation/delivery. The balloon delivered the inflow of the valve and forced the balloon to inflate proximal to the valve. Per returned fluoroscopic imagery, crimped valve looks to be proximal from intended location on the inflation balloon.if high push force was used to advance the delivery system through the sheath, it is possible that the valve moved proximally off the working length of the inflation balloon during insertion. If not noticed, this could lead to improper valve deployment and result in the valve aortic embolization. After the unsuccessful deployment of the valve, surgery was required to remove the certitude delivery system with valve from patient. As seen in returned imagery, improper deployment of the valve caused the thv to expand in a cone-like shape. This incomplete expansion of the valve lead to the thv having a smaller profile on the distal end that prevented delivery system from being withdrawn from the partially deployed valve. In this case, available information suggests that procedural factors (high insertion angle/improper crimping/improper flushing/off-label use, high push force, excessive manipulation, inadequate deployment of valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.